Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a dural repair procedure, while suturing the tissue, the surgeon broke two (2) needles (needle tip) in the patient. The device fell into the patient cavity, an x-ray was used to locate the needle. The device was replaced by another manufacturer's product to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.